Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had damage to the distal end. The event occurred during a therapeutic transurethral resection (tur) procedure. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. This event caused by a component failure of ceramic head (insulation beak). Insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. In IFU inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Olympus will continue to monitor field performance for this device.